Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received with the cap partially separated from the sleeve. One post and one pocket were noted broken. In addition, the obturator was noted damaged and the lens was detached from the cannula. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Please note that the condition of the obturator is not related to the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However, the condition of the sleeve may lead insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the cap and seal mechanism detached from the sleeve. The stopcock valve was noted broken and detached from the sleeve. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Device b additional information: batch # unk, expiration date: 12/2015, manufacturing date: 01/2011.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, air leaked with a boo sound. The event occurred after a forceps was removed from the device. The event occurred in each device. The abdominal air pressure was 10 mmhg/min and middle flow. Another device was used to complete the case. There were no adverse consequences for the patient.